Event description:
It was reported there was an issue with a surgical procedure in regards to the lead. The stylet was sticking during insertion. The healthcare professional tried 3 different stylets: green/blue, green/green, white/blue and eventually stylet would only advance 2-3" into the lead. Difficulty was encountered while advancing lead. For each lead kit the healthcare provider used those stylets. The provider went through all the stylets. Five leads were opened and attempted to be used with their stylets; several attempts were made, they were unable to pass the stylets through the lead. Surgery was aborted after several attempts were made. The patient recovered without sequela. See also manufacturer's report # 6000153-2012-00111 and 6000153-2012-00112.

Manufacturer narrative:
Product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory product ID neu_stylet_acc lot# unknown serial# implanted: explanted: product typ accessory. Product ID 3778-60 lot # v933874012 implanted 2012-(B)(6) explanted 2012-(B)(6) product typ: lead. Product ID 3778-60 lot # v888849001 implanted 2012-(B)(6) explanted 2012-(B)(6) product typ: lead. Product ID 3778-60 lot # v940410028 implanted 2012-(B)(6) explanted 2012-(B)(6) product typ: lead. Product ID 3778-60 lot # v951573023 implanted 2012-(B)(6) explanted 2012-(B)(6) product typ: lead. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of lead model 3778-60 lot # v933874005 showed no anomaly found. Final analysis of stylet model # unknown lot # unknown showed no anomaly found. Final analysis of stylet model # unknown lot # unknown showed stylet wire bent; no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.